Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the implant date was unknown (implanted at outside facility) and the estimated replacement was (B)(6) 2025 (per print-out after pump interrogation). It was reported regarding the patient having ¿a lot of issues¿ the device gave a mis-leading reading and one particular screen that mentioned the patient was no longer getting intrathecal medication. No additional actions were taken. The event was resolved, however, mis-leading reading occurred without concrete corrective measures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (375 mcg/ml, 24.45 mcg/day), dilaudid (6.5 mg/ml, 0.4238 mg/day), ropivacaine (3 mg/ml, 0.1956 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was at an office visit for a dose decrease on (B)(6) 2021. When the pump was interrogated, it was found that pump was stalled. The healthcare provider (hcp) mentioned that patient was having a lot of issues and they were not sure if they would continue with the pump therapy. It was inquired if the patient recently had an MRI; hcp checked the patient's chart and confirmed that he did have an MRI on (B)(6) 2021. The hcp was advised to check pump logs; logs showed a motor stall on (B)(6) 2021 and motor stall recovery on (B)(6) 2021. Information around telemetry state was reviewed and advised that the pump was working as expected based on the MRI. The troubleshooting steps that were taken on the call resolved the issue.